Manufacturer narrative:
A specific root cause could not be identified. Additional information was requested for investigation but was not provided. Potential root causes of the discrepant results between the customer's e601 module and the dxi system could be that the result on the dxi system was incorrect or due to the different methods used on each system, the results could be different.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys estradiol iii assay (estradiol iii) on two cobas 6000 e 601 modules compared to a dxi system. The erroneous results were reported outside of the laboratory. This medwatch will cover e601 module b. Refer to medwatch with patient identifier (B)(6) for information on e601 module a. The initial estradiol iii result was 7.47 pg/ml from e601 module a. The sample was repeated on this same module and the result was <5.00 pg/ml with a data flag. On (B)(6) 2016, the sample was sent to another hospital using e601 module b and the result was 5.63 pg/ml. The patient sample was then sent to another hospital using a dxi system and the result was 31 pg/ml. The doctor was expecting a result similar to the dxi system result. The customer thinks the result of 31 pg/ml is correct. No adverse event occurred. The estradiol iii reagent lot number used with e601 module a was 14543400 with an expiration date of 05/31/2017. The estradiol iii reagent lot number and expiration date for e601 module b was not provided. Based on the available data a technical issue with the elecsys measurements can most likely be excluded.